Event description:
Av graft pack catalog# 622403, lot 1180807 contaminants in lap sponges made by medical action (vendor r item #(B)(4) for lap sponge). Description: : sponge, lap 18x18 pre-washed. Warehousing: china. Focusing on medical action for the lap sponges in packs: phs packs= (B)(4). Same reporter in mw5043161- mw5043178.